Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slide lot 4240-1126-8797 on a vitros xt 7600 integrated system. Patient sample result of <75.0 mmol/l vs an expected result of 155.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, lower than expected patient sample result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slide lot 4240-1126-8797 on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. Historical quality control results were not within expectation, therefore a vitros na+ lot 4240-1126-8797 performance issue cannot be ruled out as a contributor of the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4240-1126-8797. Diagnostic precision testing performed on the vitros xt 7600 integrated system was within expectation indicating acceptable instrument performance. However, as the testing was performed prior to the date that the non-reproducible, lower than expected result was obtained, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.